Event description:
The surgeon was attempting to remove the fixation post and the hex head of the driver became damaged. The surgeon continued to try to remove the post and the fixation post broke. In order to remove the post, the surgeon had to save the surrounding bone. There was no report of patient injury or post-op complications.